Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Year and month valid; event date is date of publication sub-acute stent thrombosis caused after des deployed in a month journal of the american college of cardiology, vol. 71, no.16, suppls 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient presented with severe stenosis in the lad and lcx. Rca had no significant stenosis. A driver bms (4.00 x 24mm)and a non-medtronic stent were implanted in the lad in (B)(6) 2006. In (B)(6) 2006, final angio showed no restenosis and de novo lesion. Patient underwent pci to lad with implantation of resolute integrity des and dcb. One month later, patient underwent pci to lcx, ivus showed calcification and plaques in the proximal and distal lesions. The vessel was predilated and resolute integrity des was implanted. Final angio showed distal embolism. Due to embolism, patient suffered non q-wave myocardial infarction and cag was performed a month later. Revascularization was carried out in the circumflex due to restenosis. Oct imaging showed what appeared to be stent thrombosis. Aspiration was performed using an aspiration catheter. A dcb was then used for dilation. Final angiography showed good flow and expansion of in stent lesion.